Event description:
The user facility reported that there was a minor injury to the pt. Additional info obtained on 06/24/2008: there was no pt injury. The patient's head slipped during the positioning of the pt. The surgical team realized the device wasn't going to hold. The team replaced the device with another mayfield. The neuro-coordinator stated that she felt the device was not applied to the patient's head correctly. A posterior cervical fusion was being performed on a male pt.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.